Event description:
During review of the patient's programming history on (B)(6) 2012, it was discovered that on (B)(6) 2010 a faulted system diagnostics test occurred that changed the patient's settings to disabled settings. The patient appears to have left the clinical visit and returned about an hour later to have it reprogrammed back on.